Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64 mg/dl and consumed a sports drink to address bg level. The customer reported that the cause of the bg level was due to skiing and high activity. Tandem technical support recommended that the customer consult with their healthcare provider regarding bg levels.